Manufacturer narrative:
Evaluation of the returned cycler confirmed that the cycler would not power on due to an electrical short of the power supply. Investigation showed evidence of dried fluid on the pc board of the power supply, which was most likely the result of a fluid spill. The reported blood loss is attributed to the operator not performing rinseback. The user's guide states if power is lost to the nxstage cycler to return blood to the patient manually before blood coagulation occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported that at the end of a routine hemodialysis treatment, the cycler lost power. Attempts made to power the cycler were unsuccessful. Rinseback of the patient's blood was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.